Event description:
On (B)(6) 2012 lead removed due to diaphramatic stimulation. (B)(6) hospital united kingdom. Dr. (B)(6). Implant date (B)(6) 2010 event date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).